Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the site noticed that the frame had a loose weld near where the frame connected to the adapter. The site swapped out frames to continue setting up for surgery. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Product analysis #(B)(4).:2024-06-27 15:36:14 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-06-27 failure mechanism (other): broken weld findings and conclusions: as reported, the returned frame has a cracked weld at the base of the support arm causing slight movement of the arm. The frame is otherwise intact and functional. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.